Event description:
The reporter indicated a 13.2mm vicm5_13.2 implantable collamer lens, -09.50 diopter, tore/broke during loading. There was no patient contact. The lens was replaced with another same model/length lens and the problem was resolved.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).